Event description:
On 02/13/1998 following a renal angiogram and pta procedure, an angio-seal device was placed in a pt's right groin. Five days later (02/18/1998) the pt returned with symptoms of claudication. The pt then underwent a pta procedure for a total occlusion and clot of the right femoral artery. It was the surgeon's impression that a residual thrombus was present at the site of the previous punture site; therefore, urokinase (1,000 units per hr) was started. The sheaths were sutured in place and the pt was transferred to the ccu. On 02/19/1998 an angiogram of the right femoral artery was performed; this showed that the thrombus appeared to have resolved. The right femoral artery was noted to be patent, although disruption and dissection were present. A surgical consult determined that a patch graft of the right femoral artery was required. An operative report for the patch graft has not been provided by the rptr. However, as of 03/30/1998 there have been no further reports of complication or pt sequelae made to the MFR.